Event description:
It was reported that during a radiofrequency (rf) ablation procedure, it was noted that the catheter was unable to hold a curve in the middle of the procedure. A guiding sheath was used to direct the catheter and ablations were performed. The ablation of the cavotricuspid isthmus (cti) was difficult due to multiple episodes of atrial fibrillation (af) and the catheter deflection issues. The physician made clinical decision to abort the procedure due to perceived lack of future clinical benefit. The patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the cedtb300s radiofrequency catheter with lot 0000222599 was returned and analyzed. The reported catheter-steering deflection issue could not be confirmed during returned product analysis. When the catheter was actuated, the deflection of the curve was within the specified range. It was able to hold the curve. The returned catheter functioned as intended. In conclusion, the catheter deflection issue is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The reported adverse event could not be replicated under testing environment was it was related to procedural circumstances. If information is provided in the future, a supplemental report will be issued.